Event description:
It was reported that during treatment of a lesion in the right mid great saphenous vein using radiofrequency ablation with the micro introducer 7f 7cm 7fx7cm, the hub of the access needle in the introducer kit developed a crack, which resulted in leakage and allowed air into the syringe when aspirating. The issue occurred on 3 micro introducers. The procedure involved six radiofrequency cycles, with tumescent infiltration, local anesthesia, and compression with a transducer utilized. The device was safely removed from the patient, and the procedure was completed using a new device. No patient complications have been reported as a result of this event. The samples were discarded.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Additional information provided in h.6. And h.11.